Event description:
It was reported that prior the implant of this transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty was performed using a 24 mm balloon due to a type 0 bicuspid valve. The valve was deployed at a depth of 4 millimeters. Despite the valve frame being slightly constrained, the patient maintained a blood pressure of 130 mm hg over 60 mm hg. An echocardiogram indicated a moderate paravalvular leak (pvl), which the patient tolerated. The decision was made to deploy the valve with the intention to post-dilate. The patient's hemodynamics remained stable during and after deployment, and a subsequent echocardiogram confirmed the need for post-dilation. A 25 millimeter non-medtronic balloon was selected for post-dilation based on a mean diameter of 28 millimeters. During this process, possible premature ventricular contractions or anatomical factors caused the balloon to embolize after valve expansion, leading to valve dislodgment. The valve was positioned above the annulus, and the patient remained stable. Angiography showed the root was intact and coronaries were perfusing. A decision was made to implant a second valve, and a contralateral snare was used to stabilize the first valve. The ascending aorta measured less than 3.5 cm, indicating that the dislodged valve could not be moved with out scraping. The snare was secured on the c tab of the valve, and hemodynamics remained stable. After five minutes, another angiography revealed a dissected aortic root. The decision was made to convert the procedure to surgical repair. The second transcatheter valve was never implanted in the patient, and was discarded.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant dateproduct ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve deployment starting point was at the bottom of the pigtail catheter. The implant depth prior to dislodgement was 4mm on both the non-coronary and left coronary cusps. After the dislodgement, the depth was 10mm. A non-medtronic guidewire was used for the implant. Per the physician, it was noted that the dislodged valve could have caused or contributed to the dissection.